Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a device transmission showed an inaccurate estimate of battery longevity. When the patient presented in clinic for follow-up the device displayed the expected battery longevity and no changes in current drain were evident. The device remains implanted. No patient symptoms were reported.